Event description:
It was reported that at the user facility the trigger of the device disassembled. The user facility was not able to provide any further information regarding the reported event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the trigger of the device disassembled. The user facility was not able to provide any further information regarding the reported event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the screw bosses were broken, which can lead to the reported event, and can be caused by a material fatigue issue or impact.